Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the access 2 instrument. The accu tni result was 2.06ng/ml. The result was not reported out of the lab. The pt original sample was tested for accu tni on another instrument in the customer's lab. The accu tni result obtained from another instrument was 0.01ng/ml. The customer then re-tested the pt original sample for accu tni on the access 2 instrument. The repeated accu tni result of 0.01ng/ml was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.